Event description:
An altitude alarm was reported on the pump, causing the customer's blood glucose to exceed normal levels, although the specific value was unknown and displayed as "high." The customer addressed the high blood glucose by administering a correction bolus using the pump and multiple daily injections. Technical support guided the caller to clean the speaker holes and perform a cartridge reconnect procedure, after which insulin delivery was resumed, and the alarm did not recur. The pump resumed normal operation, and technical support provided tips for preventing future altitude alarms.